Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation was performed, the screw was fractured at the threads. One (1) estb51t ¿ lot 138175 was returned for evaluation. No failures were identified. It was recorded in the concomitant medical product section. DHR review was completed for the subject lot number 1063254. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1063254 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that during a check-up, mobility of the crown at tooth location #35 was noted due to screw breakage. The screw was removed and the procedure was concluded appropriately by placing another piece without any negative impact on the patient's health. Site presented edema.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.